Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a missing reservoir tube o-ring.

Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump. The customer's blood glucose level was 200 mg/dl. The product is not being returned. Nothing further was reported.